Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the trocar was leaking however only the obturator is being returned for analysis. Another sleeve was used to complete the procedure. No adverse consequences reported. One obturator will be returned. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information; was there a drop in pressure? Unknown if yes, did this affect the visibility of the surgeon? Unknown. What was the gas consumption rate or volume (liter/minute)? Unknown. Were you able to identify where the leak was coming from? Unknown. Was a device inserted in the trocar during the leaking? Unknown if so, what device? Unknown. Was any torque being applied to the trocar or device? Unknown the analysis results found that only the obturator of the instrument was received. No leak test could be performed as the sleeve was not returned. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.